Event description:
It was reported that the patient's blood glucose levels reached 465 mg/dl while wearing the pod between 36 and 48 hours. Upon removal of the pod the patient reports the cannula was bent. As treatment, the patient applied a new pod. Once at the hospital the patient did not have any treatment provided as their ketone levels had decreased. The patient was released from the hospital after 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.